Event description:
It was reported that the patient presented for a follow-up in clinic. Upon fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was recovering.